Manufacturer narrative:
Literature citation: wilson et al. Long-term follow-up of swanson's silastic arthroplasty of the metacarpophalangeal joints in "theumatoid" arthritis. The journal of hand surgery. 1993; 18b: 81-91. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 1993 literature article, by wilson et al. Titled "long-term follow-up of swanson's silastic arthroplasty of the metacarpophalangeal joints in 'theumatoid' arthritis", the authors report 7 implant fractures in situ and 11 revisions following mcp joint arthroplasty with swanson finger joint implants.